Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Refer to MFR report 1627487-2014-21699. It was reported the pt's (B)(6) anchors have migrated and are protruding from pt's back. X-rays indicated the leads have migrated. The pt engages in heavy lifting. Surgical intervention may take place to address the issue.